Event description:
It was reported that the right ventricle lead had dislodged, intermittently capturing, under sensing intrinsic rhythm, and high threshold. Furthermore, the apical lead had decreased impedance, intermittent under sensing and increased threshold. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.